Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the single port (sp) fenestrated bipolar forceps instrument was not responding to commands. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was identified during procedure on (B)(6)2025 and was related to the 6 mm fenestrated bipolar forceps moving in the wrong direction since the intended direction was left and it moved down. There was no shakiness and/or friction observed. The procedure was completed with no patient injury nor delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the single port (sp) fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a broken roll gear. The housing was removed for inspection and the roll gear located on the roll output of the shaft was found broken into pieces. The broken roll gear likely contributed to the observed unintuitive motion failure when tested for functional testing on the in-house system. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction(s) and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint regarding the instrument was not responding to commands was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The roll gear can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the roll gear to break.

Event description:
Refer to h11 for follow-up information.